Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Clinic reporting rupture. Device has been explanted. This relates to the right device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: broken shell and no identification of which side it belongs. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional data: d.6, g.1, h.6.

Event description:
Clinic reporting rupture. Device has been explanted. This relates to the right device.